Event description:
Allegedly a neck fracture occurred, also damage of the ceramic liner. Moderate activity level. Add'l info rec'd (B)(4) 2013: the femoral head was also revised.

Manufacturer narrative:
This investigation is not complete. This report will be updated once the investigation is complete. Trends will be evaluated. This is the same event as 1043534-2013-02330.